Manufacturer narrative:
The device history record (DHR)review was completed with no anomalies noted. The suspect device was not returned, rather a field service technician was dispatched to the site to evaluate the device. The technician found that balanced salt solution had flowed into the power supply module, and a short circuit occurred. The faulty power supply was removed and replaced with a new one. After replacing the power supply, the system was challenged and found to now be working well. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The most probable root cause is component issue. The investigation is complete.

Event description:
A user facility in (B)(6) reported their health authority that they experienced an unexpected shutdown during surgery. It was reported that there was no delay in surgery, and that there was no harm or impact to the patient.